Event description:
Additional information was received clarifying that the patient implanted with this product did not have an infection and this product was not revised. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.